Event description:
During surgery doctor used screw during the acl repair procedure. Upon opening and inspection of the implant, it was observed that the thread of the screw appeared partially broken/damaged. Hence, the screw could not be used for the procedure. Another screw was subsequently used, and the surgery was completed successfully without any issue. There was no adverse effect on the patient. The concerned implant is available for inspection. Was there any reported patient or user harm? No. Was there a significant delay? No if available, provide the product order number (po). ## ***.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the screw had signs of usage, and it was stripped at distal end. The device had foreign matter, so it cannot be confirmed that the device was not used. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the milagro advance screw 10x23mm would have contributed to the complained device issue. Based on the investigation findings, resistance may have been felt when the device was being inserted and the excessive force applied caused the screw to damage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.